Event description:
It was reported that an implant embolization occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman truseal access system (was) was positioned and a 27mm watchman flx laa closure device & delivery system (wds) were used. The was positioned in the laa of the patient and the wds was inserted in. The closure device was deployed in the laa of the patient and the physician then checked the release criteria. All release criteria were met and the closure device was released from the core wire. A few minutes after the device was released, it was seen on echocardiogram that the device had embolized out of the laa and was in the left atrium/left ventricle. The patient was brought to surgery to have the closure device removed. The surgery was successful and the device was removed from the patient. The patient is fine following these events.